Manufacturer narrative:
(B)(4).

Event description:
Impedance measurements >4,000 ohms were reported. Impedances were high on one contact about three months prior. On a more recent date, the majority of impedance measurements were >4,000 ohms. Impedances were run again on a later date and some impedances still measured >4,000 ohms, although there were not as many high measurements as there had been previously. The device also showed low battery. The pt experienced a loss of therapeutic effect and could not feel stimulation. There was no known incident or accident related to this event. An x-ray revealed the leads looked to be in place and intact. The physician was planning to replace the device. Add'l info has been requested but was not available as of the date of this report.

Event description:
Additional information. The lead and stimulator were replaced. The lead was broken down near the distal end, and it looked like it had been sheared where the lead passed through the sacrum. The patient had fallen a couple times and the reporter stated the health care professional thought the falls caused the break and high impedance. After the surgery the patient was getting a great response.

Manufacturer narrative:
Lead model 3889-28, lot #v127150, implanted: (B)(6) 2008, explanted: (B)(6) 2011, programmer model 3037, serial #(B)(4), the manufacturing site ID was previously reported as #(B)(4). Additional review indicates the correct manufacturing site ID is #(B)(4).